Manufacturer narrative:
Evaluation conclusion - component failure (sound driver).

Event description:
The audible sound associated with the timer was lost during a passive venting (airway) case. There was no reported adverse event.